Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was prompting the apply sample symbol instead of counting down to the result. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 5 a.m. The patient reported managing his diabetes with insulin (self adjusting) and denied making any changes to his normal diabetes management despite the alleged issue starting. The patient claimed that he developed symptoms of "dry mouth, muscle achiness, aggressive, and short-tempered" 15 minutes after the alleged issue began. The patient told the cca that he was able to test his blood glucose at 6:45 a.m. On the day of the alleged issue with his back up ultra2 meter and obtained a blood glucose result of "322 mg/dl." The patient said that he treated himself with 15 units of novolog insulin (unspecified time). During troubleshooting the cca confirmed that the patient was not using the subject device for the first time and that the patient was using the correct test strips, which were completely drawing in the sample. However, during troubleshooting the patient told the cca that he did not wash his hands prior to testing, as directed in the ultramini user guide. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported obtaining a blood glucose result above 250 mg/dl while experiencing symptoms suggestive of dehydration, which lfs considers suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.